Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The cartridge compartment was alleged to be cracked with moisture or corrosion present. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/18/2017 with the following findings: during investigation, the pump was returned with moisture in the battery compartment. A leak test was performed and failed due to cracks in the battery compartment starting at the threads to the left side of grip pad and from the case seal traveling to the bumper. The pump was opened and no further moisture was found.